Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported error 319 complaint. The unit tested on an in-house system as failed normal mode as it triggered 319 error. Remote fe also logged error 319. When rolling loop fiber swapped with a new one, error no longer occurred. When original rolling loop fiber cable reinstalled, error 319 returned. When the unit tested on patient side cart fixture test platform (using new rolling loop fiber), it passed all required tests, except carriage strength test. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted radical cystectomy procedure, a non-recoverable error 319 pointing to the universal surgical manipulator (usm) 1 occurred. Prior to contacting technical support, the caller indicated the operating room (or) team tried several system power cycles without any success. Technical support engineer (tse) confirmed in a log review that the node 8 in usm 1 was unresponsive. Tse instructed the caller to perform a hard power cycle with the emergency power off; however, the issue persisted. Caller indicated the or team also moved the carriage up/down, and there appeared to be mechanical blocking. Usm 1 was disabled and the or team decided to proceed the case with 3 arms. The procedure was completed as planned with no reported injury.